Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (2 mg/ml at .75 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016, the patient present to the ed (emergency department) with overdose symptoms and an altered mental status; the symptoms had come on suddenly. The patient responded to narcan. They were concerned there was an issue with the drug infusion system.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient's pump was intentionally turned off as they were in the intensive care unit (ICU) and very sick. The patient was having a magnetic resonance image (MRI) done and they wanted the pump turned back on afterwards because the patient was in uncontrollable pain. The patient was admitted to the hospital three days ago due to being ill and septic. The patient has been at the hospital since but is out of the ICU. The hcp was instructed to contact the manufacturer's representative for further information about the planned reset after the MRI.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.